Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no defect was found. Product was returned for investigation. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 2/25/2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 430 mg/dl with moderate ketones. Patient alleges having difficulty waking up, agitation, and was pulling hair out. During troubleshooting, customer support found that starting on (B)(6) 2016 there were air bubbles in the cartridges, and this has occurred with multiple cartridges from multiple boxes. No damage to the cartridges or sets was noted, and the patient was using the cartridges per IFU. Patient received no unusual treatment and remains on the pump. This complaint is being reported as the issue with the cartridges was not resolved, and the patient experienced hyperglycemia.